Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to an undefined high voltage impedance on the right ventricular (rv) lead. An interrogation also revealed previous t-wave oversensing (twos) and intermittent unpaced beats due to the twos. The patient was hospitalized and the rv lead remains in use. No patient complications have been reported as a result of this event.